Manufacturer narrative:
A revision was performed and the lead was successfully repositioned. No additional information is available and the lead remains implanted. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that several days after the implantation of this right ventricular defibrillation lead, the patient felt twitching. The associated device was interrogated and it was discovered that the amplitudes had decreased significantly on this lead. In addition, there was oversensing noted after each atrial pace. An x-ray was performed and revealed that the lead had dislodged. No adverse patient effects were reported.